Event description:
Device issue: none. Adverse event: plaque shift/occlusion of the cx/requiring medical intervention. Onset of adverse event: during the procedure. It was reported that the pt had a bifurcation stenosis (left main (lm), left anterior descending (lad), and intermediate in a trifurcation with circumflex (cx). An xience stent was deployed at the lm-lad and another one on the intermediate. The two xience stents were implanted with good result, but to finish the procedure post dilation was done. While doing kissing balloon (non abbott balloons) and pre-dilatations of the xience stents; the cx was lost. The cx became occluded partially due to plaque shifting. After insertion of a guide wire, and predilatation was performed, the occluded cx was reopened using a 3mm balloon. After predilatation, when advancing the xience prime 3.0 x 12 mm, it didn't cross the stent in the intermediate. The xience prime was pushed too hard and the shaft broke on the proximal end of the delivery system. The procedure was finished only with balloon ptca to the cx. The device use didn't prolong treatment. No medication was given to the pt due to the issue with the device. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(4). The stent remains in the pt. The stent delivery system was discarded. A follow-up will be submitted with all relevant information.